Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2008, inratio: 0.8, 0.9 lab: 3.1, 3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2008, inratio: 0.8, 0.9, lab: 3.1, 3.1, mean: 1.95, 2.0 confidence limits: 1.3-2.7, 1.3-2.7. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Inratio value was outside the confidence limits for inr testing. Products will be tested. Per text "patient is on lovenox, last shot was this morning. Results were inr 0.8 & inr 0.9 off different finger with meter. Lab result 3.1 pt on lovenox." Caller didn't follow package insert. Products misused.